Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2024 and (B)(6) 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient's left eye due to intolerance to halos. An incision enlargement was required, however, a vitrectomy was not performed. It is unknown if sutures were required. There was no delay in procedure. Another johnson & johnson lens, model dib00 24.5 diopter was implanted as a replacement. The patient is satisfied. No further information is available.